Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('significant (abdominal) pain') in a 43-year-old female patient who had essure (batch no. A90480) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple cesarean sections (cesarian scarrings), multigravida and parity. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal discomfort ("significant (abdominal) discomfort") and menorrhagia ("heavy periods"). The patient was treated with surgery (removal of both fallopian tubes with essure removal and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, abdominal discomfort and menorrhagia outcome was unknown. The reporter considered abdominal discomfort, abdominal pain and menorrhagia to be related to essure. The reporter commented: consumer had a check up 3 months after placement. She thought symptoms could be pre-menopausal but it was discarded by blood tests. In the end of 2016, she was told that ibs could the cause of her ongoing problems, as well as scarring from previous caesarian sections. In mid of 2017, she was advised the essure device was not the cause of her problems. In (B)(6) 2018 she went back to implanting surgeon and scheduled for surgery for removal of both fallopian tubes and ablation (in (B)(6) 2018). Product was considered defective following description (a product is defective if the safety of that product is not such as persons generally are entitled to expect). Diagnostic results (normal ranges are provided in parenthesis if available): biopsy uterus - in 2017: mid-2017: biopsy results negative for endometriosis. Blood test - in 2016: blood tests negative for menopausal.. Gynaecological examination - in (B)(6) 2014: at 3 months check-up some concern about the placement of the device and she was recalled back to the hospital for another checkup in a further three months - no further results provided. Most recent follow-up information incorporated above includes: on 10-jun-2020: reference added; essure lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('significant (abdominal) pain') in a 43-year-old female patient who had essure (batch no. A90480) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple cesarean sections (cesarian scarring's), multigravida and parity. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal discomfort ("significant (abdominal) discomfort") and menorrhagia ("heavy periods"). The patient was treated with surgery (removal of both fallopian tubes with essure removal and ablation). Essure was removed on (B)(6)2018. At the time of the report, the abdominal pain, abdominal discomfort and menorrhagia outcome was unknown. The reporter considered abdominal discomfort, abdominal pain and menorrhagia to be related to essure. The reporter commented: consumer had a check up 3 months after placement. She thought symptoms could be pre-menopausal but it was discarded by blood tests. In the end of 2016, she was told that ibs could the cause of her ongoing problems, as well as scarring from previous caesarian sections. In mid of 2017, she was advised the essure device was not the cause of her problems. In (B)(6)-2018 she went back to implanting surgeon and scheduled for surgery for removal of both fallopian tubes and ablation (in (B)(6)2018). Product was considered defective following description (a product is defective if the safety of that product is not such as persons generally are entitled to expect). Diagnostic results (normal ranges are provided in parenthesis if available): biopsy uterus - in 2017: mid-2017: biopsy results negative for endometriosis. Blood test - in 2016: blood tests negative for menopausal.. Gynaecological examination - in (B)(6)2014: at 3 months check-up some concern about the placement of the device and she was recalled back to the hospital for another checkup in a further three months - no further results provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('significant (abdominal) pain / abdominal-pelvic pain') in a 43-year-old female patient who had essure (batch no. A90480) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included sumatriptan for migraine. Other product or product use issues identified: device difficult to use "the right side insertion was difficult and the insertion had to be removed and reinserted / coil on the right ostia failed to deploy essure, so right had to be removed" on (B)(6) 2014. The patient's medical history included multiple cesarean sections (cesarian scarrings), multigravida and parity. Previously administered products included for an unreported indication: sumatriptan, propranolol and oral contraceptive. Concurrent conditions included migraine (migraine related to periods for last 30 years.). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced post procedural haemorrhage ("light bleed since the procedure (essure insertion)") and procedural pain ("iliac pain since procedure (essure insertion)"). On (B)(6) 2016, the patient experienced menorrhagia ("heavy periods / menorrhagia / menses last 10-12 days / bleeds for 14 days / heavier menstrual bleeding"). On (B)(6) 2016, the patient started sumatriptan (oral), 5 dosage form(s) daily. On (B)(6) 2016, the patient experienced the first episode of migraine ("3 attacks of migraine"). On (B)(6) 2017, the patient experienced abdominal distension ("abdo bloated") and dysmenorrhoea ("cramps / severe cramping / cramping pain"). On (B)(6) 2017, the patient experienced dizziness ("dizzy episode (due to taking tranexamic acid)"). On (B)(6) 2018, the patient was found to have body mass index increased ("increased bmi"). On (B)(6) 2018, the patient experienced the second episode of migraine ("migraines every 2 months"). On (B)(6) 2018, the patient experienced omphalitis ("umbilical infection / discharge from umbillical area / umbilicus small amount of erythema and pus"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal discomfort ("significant (abdominal) discomfort"), menometrorrhagia ("periods have been heavy and irregular since essure insertrion / heavy and intermittently periods, not every cicle"), polymenorrhoea ("periods have become more frequent and more heavy since essure insertrion") and coital bleeding ("post coital bleeding"). The patient was treated with mefenamic acid, tranexamic acid, paracetamol + codeine phosphate (co-codamol eff.) And surgery (removal of both fallopian tubes with essure removal and endometrial ablation). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, abdominal discomfort, menorrhagia, post procedural haemorrhage, procedural pain, menometrorrhagia, polymenorrhoea, coital bleeding, body mass index increased, the last episode of migraine and omphalitis outcome was unknown, the abdominal distension and dizziness had resolved and the dysmenorrhoea had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, coital bleeding, dysmenorrhoea, menometrorrhagia, menorrhagia, polymenorrhoea, post procedural haemorrhage and procedural pain to be related to essure. The reporter provided no causality assessment for body mass index increased, omphalitis and the second episode of migraine with essure. The reporter considered dizziness and the first episode of migraine to be unrelated to essure. The reporter commented: consumer had a check up 3 months after placement. She thought symptoms could be pre-menopausal but it was discarded by blood tests. In the end of 2016, she was told that ibs could the cause of her ongoing problems, as well as scarring from previous caesarian sections. In mid of 2017, she was advised the essure device was not the cause of her problems. In (B)(6) 2018 she went back to implanting surgeon and scheduled for surgery for removal of both fallopian tubes and ablation (in (B)(6) 2018). Product was considered defective following description (a product is defective if the safety of that product is not such as persons generally are entitled to expect). Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2018: mainly proliferative and focally weakly secretory endometrium; polyp tissue present; generally disordered proliferation, no hyperplasia or atypia.. Biopsy uterus - in 2017: mid-2017: biopsy results negative for endometriosis. Blood test - in 2016: blood tests negative for menopausal.. Colposcopy - on (B)(6) 2011: colposcopic opinion of cervix: cin/low grade; colposcopic opinion of vagina: normal. Biopsia: inflammation only. Gynaecological examination - in (B)(6) 2014: at 3 months check-up some concern about the placement of the device and she was recalled back to the hospital for another checkup in a further three months - no further results provided; on (B)(6) 2017: mild tenderness in the right iliac fossa, no masses or acute symptoms. Ultrasound pelvis - in (B)(6) 2014: difficult scan-poor views of the uterine fundus and adnexa in particular. Uterus: normal; endometrium: thin and poorly delineated, no uterine masses. Right ovary: normal; left ovary: not seen.; on (B)(6) 2016: uterus anteverted and normal size; endometrium appeared smooth , no fibroids or other myometrial pathology seen. Right ovary normal and the left ovary was not seen. There was no free fluid in the pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2020: new 6 reporter types were provided (health care professionals), historical drugs, medical history, results of laboratory tests and drugs to treat the adverse events were added.new adverse events were reported: alterations in frequency and duration of menses, heavier menstrual bleeding, light bleed and iliac pain since procedure, difficulties with essure insertion procedure, migraine episodes, periods have been heavy and irregular, abdominal bloating , cramps, dizzy episode (due to taking tranexamic acid), post coital bleeding, body mass index increased and umbilical infection. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('significant (abdominal) pain / abdominal-pelvic pain / localized pain') in a 43-year-old female patient who had essure (batch no. A90480) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included sumatriptan for migraine. Other product or product use issues identified: device difficult to use "the right side insertion was difficult and the insertion had to be removed and reinserted / coil on the right ostia failed to deploy essure, so right had to be removed" on (B)(6) 2014. The patient's medical history included multiple cesarean sections (cesarian scarrings), multigravida and parity. Previously administered products included for an unreported indication: sumatriptan, propranolol and oral contraceptive. Concurrent conditions included migraine (migraine related to periods for last 30 years.). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced post procedural haemorrhage ("light bleed since the procedure (essure insertion)") and procedural pain ("iliac pain since procedure (essure insertion)"). On (B)(6) 2016, the patient experienced menorrhagia ("heavy periods / menorrhagia / menses last 10-12 days / bleeds for 14 days / heavier menstrual bleeding"). On (B)(6) 2016, the patient started sumatriptan (oral), 5 dosage form(s) daily. On (B)(6) 2016, the patient experienced the first episode of migraine ("3 attacks of migraine"). On (B)(6) 2017, the patient experienced abdominal distension ("abdo bloated / bloating") and dysmenorrhoea ("cramps / severe cramping / cramping pain"). On (B)(6) 2017, the patient experienced dizziness ("dizzy episode (due to taking tranexamic acid)"). On (B)(6) 2018, the patient was found to have body mass index increased ("increased bmi"). On (B)(6) 2018, the patient experienced the second episode of migraine ("migraines every 2 months"). On (B)(6) 2018, the patient experienced omphalitis ("umbilical infection / discharge from umbilical area / umbilicus small amount of erythema and pus"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal discomfort ("significant (abdominal) discomfort"), menometrorrhagia ("periods have been heavy and irregular since essure insertion / heavy and intermittently periods, not every circle"), polymenorrhagia ("periods have become more frequent and more heavy since essure insertion"), coital bleeding ("post coital bleeding") and genital haemorrhage ("heavy abnormal bleeding"). The patient was treated with mefenamic acid, tranexamic acid, paracetamol + codeine phosphate (co-codamol eff.) And surgery (removal of both fallopian tubes with essure removal and endometrial ablation / salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, abdominal discomfort, menorrhagia, post procedural haemorrhage, procedural pain, menometrorrhagia, polymenorrhagia, coital bleeding, body mass index increased, the last episode of migraine and omphalitis outcome was unknown, the abdominal distension and dizziness had resolved and the dysmenorrhoea had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, coital bleeding, dysmenorrhoea, menometrorrhagia, menorrhagia, polymenorrhagia, post procedural haemorrhage and procedural pain to be related to essure. The reporter provided no causality assessment for body mass index increased, genital haemorrhage, omphalitis and the second episode of migraine with essure. The reporter considered dizziness and the first episode of migraine to be unrelated to essure. The reporter commented: consumer had a check up 3 months after placement. She thought symptoms could be pre-menopausal but it was discarded by blood tests. In the end of 2016, she was told that ibs could the cause of her ongoing problems, as well as scarring from previous caesarian sections. In mid of 2017, she was advised the essure device was not the cause of her problems. In (B)(6) 2018 she went back to implanting surgeon and scheduled for surgery for removal of both fallopian tubes and ablation (in (B)(6) 2018). Product was considered defective following description (a product is defective if the safety of that product is not such as persons generally are entitled to expect). Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2018: mainly proliferative and focally weakly secretory endometrium; polyp tissue present; generally disordered proliferation, no hyperplasia or atypia.. Biopsy uterus - in 2017: mid-2017: biopsy results negative for endometriosis. Blood test - in 2016: blood tests negative for menopausal.. Colposcopy - on (B)(6) 2011: colposcopic opinion of cervix: cin/low grade; colposcopic opinion of vagina: normal. Biopsia: inflammation only.. Gynaecological examination - in (B)(6) 2014: at 3 months check-up some concern about the placement of the device and she was recalled back to the hospital for another checkup in a further three months - no further results provided; on (B)(6) 2017: mild tenderness in the right iliac fossa, no masses or acute symptoms.. Ultrasound pelvis - in (B)(6) 2014: difficult scan-poor views of the uterine fundus and adnexa in particular. Uterus: normal; endometrium: thin and poorly delineated, no uterine masses. Right ovary: normal; left ovary: not seen.; on (B)(6) 2016: uterus anteverted and normal size; endometrium appeared smooth , no fibroids or other myometrial pathology seen. Right ovary normal and the left ovary was not seen. There was no free fluid in the pelvis.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: the patient´s initial were updated, the new adverse event (heavy/abnormal bleeding) and the new as reported (bloating and localized pain) were provided. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("significant (abdominal) pain / abdominal-pelvic pain / localized pain"), device breakage ("device breakage during removal") and heavy menstrual bleeding ("heavy periods / menorrhagia / menses last 10-12 days / bleeds for 14 days / heavier menstrual bleeding") in a 43 year-old female patient who had essure inserted (lot no. A90480) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device insertion difficult ("the right side insertion was difficult and the insertion had to be removed and reinserted / coil on the right ostia failed to deploy essure, so right had to be removed" on (B)(6) 2014) and complication of device removal ("complication of device removal"). The patient had a medical history of endogenous depression (severe depressive episode without psychotic symptoms) in 2011 and migraine, constipation, stress urinary incontinence, dyspareunia, anemia, weight gain, bloating, cervical dyskaryosis, parity, multigravida and multiple cesarean sections (cesarian scarrings (had traumatic birth of second child)). Previously administered products included: sumatriptan, propranolol and oral contraceptive nos. Past adverse reactions to the above products included: weight gain with oral contraceptive nos. As concurrent condition the report mentioned migraine (migraine related to periods for last 30 years.). The only concomitant product mentioned was sumatriptan for migraine since (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, one day after essure insertion, she experienced post procedural haemorrhage ("light bleed since the procedure (essure insertion)") and procedural pain ("iliac pain since procedure (essure insertion)"). On (B)(6) 2016 she experienced heavy menstrual bleeding (seriousness criteria medically important and intervention required). On (B)(6) 2016 she experienced a first episode of migraine ("3 attacks of migraine"). On (B)(6) 2017 she experienced abdominal distension ("abdo bloated / bloating") and dysmenorrhoea ("cramps / severe cramping / cramping pain"). On (B)(6) 2017 she experienced dizziness ("dizzy episode (due to taking tranexamic acid)"). On (B)(6) 2018 she was found to have body mass index increased ("increased bmi"). On (B)(6) 2018 she experienced a second episode of migraine ("migraines every 2 months"). On (B)(6) 2018 she experienced omphalitis ("umbilical infection / discharge from umbillical area / umbilicus small amount of erythema and pus"). An unknown time later she experienced abdominal pain (seriousness criteria medically important and intervention required), device breakage (seriousness criterion intervention required), abdominal discomfort ("significant (abdominal) discomfort"), menometrorrhagia ("periods have been heavy and irregular since essure insertrion / heavy and intermittently periods, not every cicle"), polymenorrhagia ("periods have become more frequent and more heavy since essure insertrion"), coital bleeding ("post coital bleeding"), genital haemorrhage ("heavy abnormal bleeding") and device intolerance (" inability to tolerate the device;"). The patient was treated with co-codamol eff. (Paracetamol + codeine phosphate), tranexamic acid and mefenamic acid as well as surgery (removal of both fallopian tubes with essure removal and endometrial ablation / salpingectomy, bilateral salpingectomy & endometrial microwave ablation and endometrial ablation). At the time of the report, the abdominal distension and dizziness had resolved and the dysmenorrhoea had not resolved. The outcomes for abdominal pain, heavy menstrual bleeding, abdominal discomfort, post procedural haemorrhage, procedural pain, menometrorrhagia, polymenorrhagia, coital bleeding, body mass index increased, omphalitis and the last episode of migraine were unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, coital bleeding, device breakage, device intolerance, dysmenorrhoea, heavy menstrual bleeding, menometrorrhagia, polymenorrhagia, post procedural haemorrhage and procedural pain to be related to essure administration but saw no causal relationship between the first episode of migraine or dizziness and essure. No causality assessment was received for essure with regard to body mass index increased, the second episode of migraine, omphalitis or genital haemorrhage. The reporter commented: consumer had a check up 3 months after placement. She thought symptoms could be pre-menopausal but it was discarded by blood tests. In the end of 2016, she was told that ibs could the cause of her ongoing problems, as well as scarring from previous caesarian sections. In mid of 2017, she was advised the essure device was not the cause of her problems. In (B)(6) 2018 she went back to implanting surgeon and scheduled for surgery for removal of both fallopian tubes and ablation (in (B)(6) 2018). Product was considered defective following description (a product is defective if the safety of that product is not such as persons generally are entitled to expect). Any continuing symptoms? Yes there is a discrepancy on the hysterosalpingogram that suggests that there were two devices identified on the right side but in fact this is not the case as it is subsequently identified at the time of laparoscopic salpingectomies that only one device was identified in each fallopian tube with no evidence of perforation of the fallopian on essure confirmation test (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy endometrium] on (B)(6) 2018: mainly proliferative and focally weakly secretory endometrium; polyp tissue present; generally disordered proliferation, no hyperplasia or atypia. [Biopsy uterus] in 2017: mid-2017: biopsy results negative for endometriosis [blood test] in 2016: blood tests negative for menopausal. [Colposcopy] on (B)(6) 2011: colposcopic opinion of cervix: cin/low grade; colposcopic opinion of vagina: normal. Biopsia: inflammation only. [Gynaecological examination] in (B)(6) 2014: at 3 months check-up some concern about the placement of the device and she was recalled back to the hospital for another checkup in a further three months - no further results provided; on (B)(6) 2017: mild tenderness in the right iliac fossa, no masses or acute symptoms. [Ultrasound pelvis] in (B)(6) 2014: difficult scan-poor views of the uterine fundus and adnexa in particular. Uterus: normal; endometrium: thin and poorly delineated, no uterine masses. Right ovary: normal; left ovary: not seen.; on (B)(6) 2016: uterus anteverted and normal size; endometrium appeared smooth , no fibroids or other myometrial pathology seen. Right ovary normal and the left ovary was not seen. There was no free fluid in the pelvis.; (date unknown): showed a slightly thickened endometrium. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, menometrorrhagia, migraine, dysmenorrhoea and abdominal pain. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: 01-dec-2023: medical record received. Event inability to tolerate the device, device breakage & device removal complication added. Lab data, medical history reporter information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("significant (abdominal) pain / abdominal-pelvic pain / localized pain"), device breakage ("device breakage during removal") and heavy menstrual bleeding ("heavy periods / menorrhagia / menses last 10-12 days / bleeds for 14 days / heavier menstrual bleeding") in a 43 year-old female patient who had essure inserted (lot no. A90480) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device insertion difficult ("the right side insertion was difficult and the insertion had to be removed and reinserted / coil on the right ostia failed to deploy essure, so right had to be removed" on (B)(6) 2014) and complication of device removal ("complication of device removal"). The patient had a medical history of endogenous depression (severe depressive episode without psychotic symptoms) in 2011 and migraine, constipation, stress urinary incontinence, dyspareunia, anemia, weight gain, bloating, cervical dyskaryosis, parity, multigravida and multiple cesarean sections (cesarian scarrings (had traumatic birth of second child)). Previously administered products included: sumatriptan, propranolol and oral contraceptive nos. Past adverse reactions to the above products included: weight gain with oral contraceptive nos. As concurrent condition the report mentioned migraine (migraine related to periods for last 30 years.). The only concomitant product mentioned was sumatriptan for migraine since (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, one day after essure insertion, she experienced post procedural haemorrhage ("light bleed since the procedure (essure insertion)") and procedural pain ("iliac pain since procedure (essure insertion)"). On (B)(6) 2016 she experienced heavy menstrual bleeding (seriousness criteria medically important and intervention required). On (B)(6) 2016 she experienced a first episode of migraine ("3 attacks of migraine"). On (B)(6) 2017 she experienced abdominal distension ("abdo bloated / bloating") and dysmenorrhoea ("cramps / severe cramping / cramping pain"). On (B)(6) 2017 she experienced dizziness ("dizzy episode (due to taking tranexamic acid)"). On (B)(6) 2018 she was found to have body mass index increased ("increased bmi"). On (B)(6) 2018 she experienced a second episode of migraine ("migraines every 2 months"). On (B)(6) 2018 she experienced omphalitis ("umbilical infection / discharge from umbillical area / umbilicus small amount of erythema and pus"). An unknown time later she experienced abdominal pain (seriousness criteria medically important and intervention required), device breakage (seriousness criterion intervention required), abdominal discomfort ("significant (abdominal) discomfort"), menometrorrhagia ("periods have been heavy and irregular since essure insertrion / heavy and intermittently periods, not every cicle"), polymenorrhagia ("periods have become more frequent and more heavy since essure insertrion"), coital bleeding ("post coital bleeding"), genital haemorrhage ("heavy abnormal bleeding") and device intolerance (" inability to tolerate the device;"). The patient was treated with co-codamol eff. (Paracetamol + codeine phosphate), tranexamic acid and mefenamic acid as well as surgery (removal of both fallopian tubes with essure removal and endometrial ablation / salpingectomy, bilateral salpingectomy & endometrial microwave ablation and endometrial ablation). At the time of the report, the abdominal distension and dizziness had resolved and the dysmenorrhoea had not resolved. The outcomes for abdominal pain, heavy menstrual bleeding, abdominal discomfort, post procedural haemorrhage, procedural pain, menometrorrhagia, polymenorrhagia, coital bleeding, body mass index increased, omphalitis and the last episode of migraine were unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, coital bleeding, device breakage, device intolerance, dysmenorrhoea, heavy menstrual bleeding, menometrorrhagia, polymenorrhagia, post procedural haemorrhage and procedural pain to be related to essure administration but saw no causal relationship between the first episode of migraine or dizziness and essure. No causality assessment was received for essure with regard to body mass index increased, the second episode of migraine, omphalitis or genital haemorrhage. The reporter commented: consumer had a check up 3 months after placement. She thought symptoms could be pre-menopausal but it was discarded by blood tests. In the end of 2016, she was told that ibs could the cause of her ongoing problems, as well as scarring from previous caesarian sections. In mid of 2017, she was advised the essure device was not the cause of her problems. In (B)(6) 2018 she went back to implanting surgeon and scheduled for surgery for removal of both fallopian tubes and ablation (in (B)(6) 2018). Product was considered defective following description (a product is defective if the safety of that product is not such as persons generally are entitled to expect). Any continuing symptoms? Yes. There is a discrepancy on the hysterosalpingogram that suggests that there were two devices identified on the right side but in fact this is not the case as it is subsequently identified at the time of laparoscopic salpingectomies that only one device was identified in each fallopian tube with no evidence of perforation of the fallopian. On essure confirmation test (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy endometrium] on (B)(6) 2018: mainly proliferative and focally weakly secretory endometrium; polyp tissue present; generally disordered proliferation, no hyperplasia or atypia. [Biopsy uterus] in 2017: mid-2017: biopsy results negative for endometriosis [blood test] in 2016: blood tests negative for menopausal. [Colposcopy] on (B)(6) 2011: colposcopic opinion of cervix: cin/low grade; colposcopic opinion of vagina: normal. Biopsia: inflammation only. [Gynaecological examination] in (B)(6) 2014: at 3 months check-up some concern about the placement of the device and she was recalled back to the hospital for another checkup in a further three months - no further results provided; on (B)(6) 2017: mild tenderness in the right iliac fossa, no masses or acute symptoms. [Ultrasound pelvis] in (B)(6) 2014: difficult scan-poor views of the uterine fundus and adnexa in particular. Uterus: normal; endometrium: thin and poorly delineated, no uterine masses. Right ovary: normal; left ovary: not seen.; on (B)(6) 2016: uterus anteverted and normal size; endometrium appeared smooth , no fibroids or other myometrial pathology seen. Right ovary normal and the left ovary was not seen. There was no free fluid in the pelvis.; (date unknown): showed a slightly thickened endometrium. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, menometrorrhagia, migraine, dysmenorrhoea and abdominal pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-dec-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('significant (abdominal) pain ') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section and multigravida. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal discomfort ("significant (abdominal) discomfort") and menorrhagia ("heavy periods"). The patient was treated with surgery (removal of both fallopian tubes and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, abdominal discomfort and menorrhagia outcome was unknown. The reporter considered abdominal discomfort, abdominal pain and menorrhagia to be related to essure. The reporter commented: consumer had a check up 3 months after placement. She thought symptoms could be pre-menopausal but it was discarded by blood tests. In the end of 2016, she was told that ibs could the cause of her ongoing problems, as well as scarring from previous caesarian sections. In mid of 2017, she was advised the essure device was not the cause of her problems. In (B)(6) 2018 she went back to implanting surgeon and scheduled for surgery for removal of both fallopian tubes and ablation (in (B)(6) 2018). Product was considered defective following description (a product is defective if the safety of that product is not such as persons generally are entitled to expect). Diagnostic results (normal ranges are provided in parenthesis if available): biopsy uterus - in 2017: biopsy results were negative to endometriosis. Blood test - in 2016: investigative blood tests were negative for menopausal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.